Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the cine hard disk was defective and was replaced. The replacement hard disk was formatted and the software loaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 had problems recalling cine run information and data. There was no adverse patient involvement reported. There was no patient information reported.